Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of bi-ventricular capture with the device sensing the ventricular escape rhythm, resulting in oversensing. The physician elected not to replace the lead and increased the outputs. The patient will be monitored and lead integrity will be reviewed when the ICD reaches eri.